Event description:
It was reported that the patient underwent fusion procedure at l4-5 using posterior fixation. An unk time post-op, it was noted that the rods had migrated out of the inferior screws, and the setscrews were loose. The patient underwent a revision surgery.

Manufacturer narrative:
(B)(4). Macroscopic and optical examination of the set screws identified atypical rod interface witness marks, consistent with inappropriate rod placement, and resulting in insufficient retention of the rod and the foregoing event. A review of the device history records for this device did not reveal any non-conformance to specification or deviations in procedure which might contribute to the reported event.